Manufacturer narrative:
The insulin pump was received with detached end cap. The device was unable to confirm a 38 alarm nor perform the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime test, a 33 test and excessive no delivery tests due to end cap anomaly. The insulin pump passed the stop current test and run current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was damaged and was sticking out. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.